Manufacturer narrative:
The lead was subsequently returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received due to impedance measurements greater than 2000 from this left ventricular (lv) lead. The lead had previously been reprogrammed tip to can as the ring electrode was no longer working. Most recently, impedance measurements were greater than 3000 ohms in all configurations. The lead was also exhibiting loss of capture. A revision procedure was performed and a lead fracture was confirmed. Removal difficulty was experienced and therefore, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing confirmed the lead was fractured 382 mm from the terminal pin. The suture sleeve tie down was at 362 - 370 mm. No other adverse events have been reported. This product issue will be updated if additional information is received.